Event description:
A malfunction alarm identified as malf 1 was reported, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy and received guidance on how to store and return the malfunctioning pump. Technical support confirmed the shipping address and arranged for a replacement pump to be sent under warranty, with instructions for returning the faulty unit using a pre-paid label.